Event description:
I-flow on-q pump was placed post-op for abdominal incision pain. The following day, the surgeon felt that the on-q pump with bupivacaine local infusion was not functioning properly and not delivering the prescribed level of medication. A second device was prepared by pharmacy and the device was replaced. The manufacturer has been notified and will evaluate the device. The patient was not injured in any way and his pain was controlled.